Event description:
Patient stated that for the last 5-6 months she has been experiencing issues with her infusion sites leaking where the set inserts into the skin. Her blood glucose is typically no higher than 140 mg/dl and it has been elevated to over 300 mg/dl. She will administer an insulin injection and change her site to bring her blood glucose level down. She was advised that she may have scar tissue on her abdomen and was educated on using different infusion site areas. In 2006, the patient reported that her blood glucose had returned to normal (around 140 mg/dl). The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.